Event description:
It has been reported to philips that when the customer was using stentboost live during a coronary procedure, the information of a previous patient was shown instead of the current patient. A reboot of the azurion system resolved the issue. No harm to the patient has been reported. Philips has started an investigation of this complaint. This complaint is reported as the issue reported relates to medical device correction 2021-igt-bst-027.

Manufacturer narrative:
Add. Narrative: stentboost live is a software medical device that enhances visualization of stents in coronary vessels. It supports the physician in placing and deploying stents and is used in combination with a philips interventional x-ray system. Due to a software defect, the philips stentboost live r2.0 might not process x-ray images for the current run but instead show an image processed in a previous run. The image shown could be from the same patient but it could also be from another patient. The correct patient data is shown on the azurion system. Philips initiated a medical device correction (2021-igt-bst-027). On march 15, 2022, the philips service engineer implemented a software update to correct the system.